Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) male patient had a skin irritation. The patient had a black rash with blisters on his back. It was reported that the patient has a severe allergic reaction to metals. The patient applied a cream to the irritation and the patient's doctor instructed the patient to removed the device until the irritation healed. Follow-up indicated that the patient's rash had improved slightly.